Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an exeter stem was reported. The event was confirmed. The device was not received for evaluation due to the age of the event. Medical records received and evaluation: a review of the provided x-rays and medical records by a clinical consultant for the related (B)(6) indicates: the most critical factor to contribute to the current overload condition of the exeter stem which was investigated under pi was the type of repair for the periprosthetic (pp) fracture that was the indication for this left hip revision surgery in 2003. There are no clinical records prior to this event, nor do we know exactly when the primary arthroplasty had been performed and what was the cause of this periprosthetic fracture in 2003. Conclusions: the exact cause of this event could not be determined based on the information available. This event is cross referenced with pi for which medical records were received. However, there were no clinical records provided for this event and it is not known exactly when the primary arthroplasty was performed and what was the cause of this periprosthetic fracture in 2003.

Event description:
Surgical report left hip revision surgery on (B)(6) 2003. Diagnosis: periprosthetic fracture left hip prosthesis. Hardinge approach to left hip with distal extension. Exeter stem removed (a 44-mm #1), cement debris removed around fracture. Cultures taken. Fracture reduced, fixation with 3 dall-miles cables. Remaining cement mantle cleaned, high-speed burr to roughen up internal surface of original cement mantle. New exeter stem 44-mm #0 implanted with simplex bone cement. Trial reduction, 26-mm/+0 femoral placed. Acetabular cup left in place, not tested. Wound irrigation with further standard closure.

Event description:
Surgical report left hip revision surgery on (B)(6) 2003. - diagnosis: periprosthetic fracture left hip prosthesis. - hardinge approach to left hip with distal extension. Exeter stem removed (a 44-mm #1), cement debris removed around fracture. Cultures taken. - fracture reduced, fixation with 3 dall-miles cables. - remaining cement mantle cleaned, high-speed burr to roughen up internal surface of original cement mantle. - new exeter stem 44-mm #0 implanted with simplex bone cement. - trial reduction, 26-mm/+0 femoral placed. Acetabular cup left in place, not tested. - wound irrigation with further standard closure.